Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient feels their leads may have come out some how as they now have to increase stimulation to a high level in order to feel it. No further patient complications have been reported as a result of this event.